Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis confirmed the customer comment regarding the upper and lower cases being broken. It was also noted that the ring cover and two side bail covers are broken, the battery release, heart block, lead flex cover, and heart wire contacts are contaminated. Also, the board connector cable is out of specification, the ring is bent and the battery drawer is broken.

Event description:
It was reported that the case of the device was cracked. The device was sent in for repair. No patient involvement or complications were reported as a result of this event.